Event description:
Customer reported that the insulin pump alarmed button error, customer removed the battery and alarm recurred. He also stated that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The alarm was cleared after changing the battery but the up button sticks every once in a while. Customer stated that he had the device on his pant waist line and was sweating. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms and no display ramping on its own anomaly were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners, display window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.